Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms): a query was run in the eqms on 15-apr-2026 against "lot number 6014822 and similar malfunction codes: leak between tubing and site connector detachment / significant wetness. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing connector. The review confirmed that lot 6014822 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15-apr-2026 against "lot number" criteria equal 6014822 and similar malfunction codes leak between tubing and site connector detachment / significant wetness. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing connector. The count of complaint is 5. The complaint number is (B)(4). Escalate to CAPA determination for statistical analysis device history record (DHR) review: the lot 6014822 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 12 on 17/aug/2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5h00432 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 13/aug/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment: conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met; 5 or more complaints exist for the same lot and similar malfunction. CAPA determination - conclusion: based on the investigation, more than three similar complaints related to the same lot were identified, triggering a CAPA determination assessment. After completing the investigation and statistical review, the issue was deemed to be within accepted limits. No further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Statistical analysis result: after assessment of the failure via product trending over time, refer to attachment form mmt-387a signed, with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint confirmed: following the investigation the reported failure has been confirmed for this complaint. The complaint was confirmed based on the samples returned. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014822 and related malfunction codes for leak between tubing and site connector detachment / significant wetness. These 5 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time; the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced tubing detachment event on (B)(6) 2025. The insertion site was left abdomen. The tubing got detached from the tubing connector. The infusion set was in use for 1 day. The patient replaced infusion sets and resumed insulin successfully. No further information available.